Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device became jammed during a laparoscopic procedure. The device jaws were not on tissue when this occurred. The surgeon converted the procedure to an open procedure and used another device to complete the procedure with no further difficulties. There was no patient injury. The site contact was not able to provide additional information regarding the incident or whether the decision to convert to an open procedure was in any related to our device.